Manufacturer narrative:
(Unique identifier (UDI) number): no UDI#. The product is obsolete and product was manufactured prior to the requirement of UDI. The coolgard console associated with this complaint will not be returned for evaluation due to shipping restrictions in korea. Since the device was not returned, physical investigation could not be performed and a root cause could not be determined. In the case the device is returned, the complaint will be re-opened to perform an investigation and a supplemental MDR will be submitted. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for coolgard console with serial number (B)(4).

Event description:
The coolgard console reportedly displayed a "factory configuration" message on the display screen after it was powered on. The user was unable to resolve the issue. No patient was involved with this event.

Manufacturer narrative:
The coolgard console (sn (B)(4)) was returned to the manufacturer in a disassembled and damaged state with missing components. Due to the returned condition of the console, a full investigation could not be performed. The coolgard console is a reusable device and was manufactured on apr 2010. It has exceeded its expected service life of five years. Review of the event log revealed a "factory configuration" message and mid27 (read cycle timeout) error messages on (B)(6) 2017 and not on the reported event date of (B)(6) 2017. The console displaying a "factory configuration" message and the mid27 error message are related. Visual inspection of the console, in its received condition, found a damaged (pulled off) connector on the printed circuit board. This damage could likely cause or contribute to a mid27 error message. Upon customer approval, the damaged and missing parts will be replaced and the console will be reassembled. Service will be performed and the device will be functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the coolgard console with serial number (B)(4).